Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to ask why her bolus was not working on the insulin pump. It was reported that customer could not bolus even after assistance with reprogramming the insulin pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.